Event description:
During a case the physician wanted the nurse to raise the pressure on the pump. She noticed that the knob was blocked and she could no longer turn it. They were able to complete the case at the lower pressure, but aspiration was slower. A penumbra sales representative tried to repair the pump, but was unsuccessful.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.